Event description:
On (B)(6) 2014 step-down unit staff member found an IV catheter package that showed apparent debris (unidentified black substance) on the inside of the IV catheter package. On closer inspection, the integrity of the package did not appear to be compromised. The product problem was discovered prior to use/attempted use on a pt.